Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Inspection of the sample found no obvious defects that would have contributed to the reported event. The sample was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balance salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned product was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported there was low to no suction power during a cataract procedure. There was no improvement when the phaco handpiece and phaco tip were replaced. A replacement cassette was provided and it worked. The procedure was completed. There was no harm to the patient.